Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good visual condition with a clip in the jaws. The clip was removed in order to measure jaw width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. No incident related to the reported event was observed during the batch record review. The analysis results found that the device (b) was returned in good visual condition with a clip in the jaws; the clip was removed from the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed one clip as intended and it ejected seven clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j93466, expiration date:12/2017, manufacturing date:01/2013.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, clips ejected after the 1st firing. Some clips could be fed into the jaws. However, scissoring occurred and teardrop shaped clips were deployed. The same event occurred in the 2nd device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).